Manufacturer narrative:
The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. No further information will be asked for this complaint as it pertains to the dt2 study group and they will be responsible for the reportability and follow up of the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The patient came into the clinic and one of the vad coordinators noted the bent pin on one of the battery ports on controller. Controller was exchanged with no impact to the patient.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection as a result of a damaged pin (bent pin) in power source port two (2). Functional testing was not performed since the bent pin prevented the battery from making a proper connection with the controller port. Heartware has opened an internal investigation of these types of issues. In addition, power source port one (1) was found loose during visual inspection. This observation is considered not related to the reported event and a possible root cause of may be attributed to a shift in the manufacturing process; however, this issue is still investigated. The issue with loose connectors. The most likely root cause of the reported event can be attributed to a forced connection heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.